Event description:
It was reported that the pt states that he found out about recall ins september. Pt started experiencing pain in his right hip in (B)(6). Pt was also experiencing fatigue. Pt states that the pain is in his ball socket and the pain radiates down his leg. Patient is scheduled for testing for (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.